Event description:
During a dft induction at a change out, the 20j and 40j failed to convert the patient. External defibrillation was used. Following external defibrillation, the representative attempted to induce again. During shock on t induction, no shock was delivered. Lead measurements were out of range (ra and rv greater than 2000 ohms, shock impedance less than 25 ohms). Device was returned to biotronik.